Manufacturer narrative:
Ge healthcare technical service performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee or contractor. Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in an over delivery of pressure during a case. There was no patient injury.